Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it exhibited high thresholds and loss of capture due to an apparent lead perforation and chest pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the failure to capture, and high capture threshold allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The chest pain allegation was not confirmed, lab observations and field report were insufficient to verify chest pain. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report (known inherent risk of device). Patient code 3191 was used to capture the patient undergoing surgical intervention. Correction to field h6: patient codes.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4) was used to capture the patient undergoing surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it exhibited high thresholds and loss of capture due to an apparent lead perforation and chess pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the failure to capture, and high capture threshold allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The chest pain allegation was not confirmed, lab observations and field report were insufficient to verify chest pain. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report (known inherent risk of device).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it exhibited high thresholds and loss of capture due to an apparent lead perforation and chess pain. No additional adverse patient effects were reported.